Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 9, 2021.

Manufacturer narrative:
This report is submitted on 27 january 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to cholesteatoma surgery.